Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(6) 2017 that on (B)(6) 2017 the receiver display screen became frozen. No additional event or patient information is available. No product or data were returned for evaluation. The complaint could not be confirmed. A root cause could not be determined.